Event description:
It was reported that, "the above guide wire was opened in preparation for a surgery at (B)(6) hosp. I was not on site when the k-wire was opened by a member of the hosp staff. We completed the surgery without incident. When the customer service rep attempted to bill out the surgery, the piece did not show up in oracle so it was written back into oracle. The piece had been written off in august 2007 following a cycle count. Upon running an expired report the next morning it was noted that the piece had in fact expired in jan 2011."

Manufacturer narrative:
Eval summary: eval revealed evidence that the event is not linked to a deficiency in the device but is rather related to off-label use. The event of expired sterile date of the affected item and that the device was not sorted out at the hospital does not lie in the responsibility of the MFR. Thus, the reported event was not caused by a deficiency in the device.